Event description:
A report was received that the patient has contacts with high impedances and will have a lead revision. The patient fell on the ipg and has since been feeling a shocking sensation. The fall was not device related. The physician suspects that a lead has been fractured.

Event description:
A report was received that the patient has contacts with high impedances and will have a lead revision. The patient fell on the ipg and has since been feeling a shocking sensation. The fall was not device related. The physician suspects that a lead has been fractured.

Event description:
A report was received that the patient has contacts with high impedances and will have a lead revision. The patient fell on the ipg and has since been feeling a shocking sensation. The fall was not device related. The physician suspects that a lead has been fractured.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision wherein the leads were replaced per the physician's preference. The patient was doing well after the procedure. Device evaluation indicated that the leads passed the mechanical tests performed. The complaint of high impedance was confirmed. The lead (sn (B)(4))contact numbers 2, 3 and 8 were open. All contacts of lead (sn (B)(4)) were open. X-ray inspection confirmed broken cables at the suture site. The lead migration created mechanical tension at the suture site resulting in the broken cables.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50, serial: (B)(4), description: linear st lead, 50cm; model: sc-1110-02, serial: (B)(4), description: precision implantable pulse generator (ipg).